Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information added.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that the patient experienced pain, anxiety, abdominal wall abscess and infection following surgery. It was reported that she underwent incision and drainage of abdominal wall abscess on (B)(4) 2014. It was reported that she underwent excision of foreign body on (B)(4) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/13/2019. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2017 due to hernia recurrence. Corrected information: manufacturing site name. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.